Event description:
A customer contacted baxter global technical services (gts) regarding assistance with the homechoice (hc) unit during drain 1 of 4. Per the initial report, the home patient (hp) had a system error 2240 (air in the set). The technical service representative (tsr) had the hp close all the clamps and transfer set, cycle the power off and on to press go to start prompt. The tsr explained the alarm and the hp stated he disconnected from the patient line causing the system error 2240. The tsr explained to discard all the supplies and to report the alarms to the peritoneal dialysis rn the following morning. The hp would finish therapy with manually. Global product surveillance ps contacted hp on (B)(4) 2012. The hp was able to complete therapy with new supplies. The hp did not notice any defects with the original supplies. The hp had discarded the original cassette and did not have a companion or know the lot number. There was no patient injury or medical intervention reported.

Manufacturer narrative:
(B)(4). Per the customer the sample was discarded and the lot number was unknown, therefore no evaluation or batch review could be performed. If additional information becomes available, then a follow up MDR will be submitted.

Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) is confirmed because, the patient reported disconnecting during therapy, which is use error that can cause system error 2240 alarms. The home patient (hp) stated, he disconnected from the patient line causing the system error 2240. The hp did not notice any defects with the original supplies. The label review found the labeling adequate for the use error in this complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This is being investigated through CAPA. The assignable cause for the reported problem was use error.